Manufacturer narrative:
21dec2023 (B)(4): case was reassessed since based on the below information this record is not considered reportable since end user would always be notified of allegation prior to clinical use, therefore deeming this not reportable as the likelihood of allegation causing or contributing to a death/permanent impairment/serious injury is less than remote. Additional information provided with receipt of drpt information received confirms the reported event occurred during power on self-test (post). The power on self-test (post) occurs each time the ventilator is turned on. If a problem is detected with the backup alarm, the ¿1104: backup alarm failed¿ will be enunciated. This notification will occur prior to the ventilator being connected to the patient. This is an indication to the user that the ventilator needs attention, and the service manual recommends hardware replacement to resolve the issue. This concludes the investigation, if additional information becomes available the record will be reassessed.

Manufacturer narrative:
Medical corporation tokushukai tokyo west tokushukai disease 3-1-1 matsubaracho, akishima city tokyo 196-0003 phone: (B)(6).

Event description:
Philips received a complaint reporting a backup alarm failure occurred on the v60 ventilator. The device was reported to be in clinical use. There was no report of harm, no delay in therapy. The device was exchanged for an alternative ventilator and removed from service. A philips sales representative reported the alarm reset and power buttons were pressed but were not responsive. The power button was pressed several times and the alarm finally stopped. The device restarted and the issue recurred. The alarm kept sounding, so the device was unplugged to halt the alarm. Investigation is ongoing.